Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer found that the user was unaware of any issue, the ticket does not specify a problem, and there were no failures observed at the pyxis.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer hardware failed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.